Event description:
Customer reports that when rotating the image after an exposure, the image would invert black to white (negate). This problem occurred during a procedure, no injury to pt. Customer was able to finish the procedure with the system.

Manufacturer narrative:
The service rep esd kit inspected and functional. Removed and replaced image processor. Verified system by making x-ray and producing an image on the left monitor. Flipped and rotated image 25 times, no duplication of reported error. Overall system functional checked and operating as intended.